Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with repositioning of catheter as it was migrated from its place identified through daily chest x-ray. After some discussion it is revealed that the cardiologist and team do not resecure the iab to the patient via statlock/suture/or other means, after repositioning of the catheter. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.